Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The maverick2 monorail balloon was being used to deploy an unspecified type of stent. The location and characteristics of lesion being treated are unk. The procedure was successfully completed. Pt status is reported as 'stable'.